Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric biopsy forceps device was used during a biopsy procedure performed on (B)(6) 2012. According to the complainant, after the first biopsy was retrieved, one of the wires was found to be "torn" while viewing the device outside the patient. Subsequently, the forceps jaws were not able to be fully opened. The procedure was completed with another radial jaw 4 gastropediatric biopsy forceps device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found one pull wire broken. Further analysis of the broken pullwire found that the failure site exhibited evidence of a high compression zone which reduced the pullwires cross-sectional area. The failure site also presented with dice marks produced by the manufacturing process. Additionally, elongated dimples rupture at the failure surface indicating shear overload. No material anomalies were noted. Functionally, the unit was not tested due to the return condition. No abnormalities were noted with the device riveting and welding which were within specification and the handle assembly was intact. The condition of the returned incident device was consistent with the complaint that the pullwire broke. The evaluation found that the mechanical cuts were generated by wire residue in the manufacturing process, subsequently weakening the zbend of the pullwire and causing the pullwire to fracture. Therefore, the most probable root cause is manufacturing. An investigation is underway to address the failure.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2012. According to the complainant, after the first biopsy was retrieved, one of the wires was found to be torn while viewing the device outside the patient. Subsequently, the forceps jaws were not able to be fully opened. The procedure was completed with another radial jaw 4 gastropediatric biopsy forceps device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.